Manufacturer narrative:
Calibration signals were lower than expected. Qc results were not acceptable. The customer did not use rack adapters for 13mm sample tubes. Product labeling states "if immunoassays are requested, cup adapters must be used for sample tubes with an outer diameter 13 mm." An abnormal sample aspiration error was observed during a review of the alarm trace; this suggests poor sample quality. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t hs stat (troponin t hs stat) on a cobas 6000 e 601 module. From a sample obtained at 8:27 p.m. On 29-sep-2020 the troponin t hs stat result from the e601 module was 60.67 ng/l. The sample was repeated on the e601 module at 8:40 p.m. And the result was 52.43 ng/l. On 30-sep-2020 at 12:59 a.m. The sample was repeated on the e601 module with a result of 37.27 ng/l. The sample was also sent to an external laboratory and tested on a different e601 module with results of 28.97 ng/l and 20.04 ng/l. The results from the external laboratory were not in question. The questionable results from the customer's e601 module were reported outside of the laboratory. The troponin t hs stat reagent lot number was 436773 with an expiration date of 31-mar-2021.